Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26122. The manufacturer in unable to determine which lead was explanted so both leads are reported. It was reported, the patient underwent surgical intervention to remove and replace one of the two leads that was implanted on (B)(6) 2015 to address the issue of abdominal stimulation. The patient is receiving effective stimulation.